Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) were within range. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse informed siemens that the autocheck, wash station, and qc were acceptable. A repeatability test was performed with enzymatic creatinine_2 (ecre_2) and acceptable. The alignment of the modules on the reaction platform was verified and acceptable. Siemens evaluated the information provided, and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Siemens concluded that the cause for a falsely depressed enzymatic creatinine_2 (ecre_2) result on one sample tube is unknown. The operation of the atellica ch 930 analyzer was verified by the cse and confirmed to be acceptable. Siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample and atellica analyzer to perform repeat testing in duplicate. The repeated results were higher, and the customer reported the result of 116 mol/l to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.